Event description:
It was reported that a screw head broke during insertion during a maxillo mandibular fixation procedure for fractured mandible. The screw was removed and another was put in its place. All pieces from broken screw head were retrieved by surgeon. The broken screw was difficult to remove and there was a twenty minute delay in surgery. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Patient ID reported as: (B)(6). Device broke during insertion; device was not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.